Event description:
On (B)(6) 2011, the pt underwent endovascular repair using two gore tag thoracic endoprostheses and a debranching surgery using vascutek gelweave grafts to treat a thoracic aortic aneurysm from the arch to the descending aorta. First the brachiocephalic artery, left common carotid artery and left subclavian artery were bypassed from the ascending aorta using 12 mm graft and 8 mm graft. After that, two tag devices were inserted from the ascending aorta and successfully deployed. The physician ended the procedure, as the final angiogram didn't show the endoleak. However, after the pt was carried to the ccu, he developed the brain infarct. The physician emergently attempted several balloon dilations and also tried to use the merci clot retrieval catheter to treat the basilar artery infarction, but it was not successful. As of (B)(6), the pt remains in a coma.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.